Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately three years and three months of post deployment, a computed tomography of lumbar spine was performed for back pain. The study showed that inferior vena cava filter was noted. One of the prongs of the filter projects posteriorly into the l3 vertebral body. Around nine months later, a computed tomography (CT) scan of abdomen and pelvis was performed. The superior extent of the filter was at the midbody of l2. Inferior extent was at the l3-l4 disc space. Approximately 7 prongs of the inferior vena cava were extending through the inferior vena caval wall. Maximum degree of perforation visualized was approximately 6 mm extending posterior to the aorta and abutting the l2 vertebral body. No significant tilt of the filter was noted in the coronal and sagittal planes. Therefore, the investigation is confirmed for perforation of the inferior vena cava (ivc). Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 03/2014).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter extending 6mm posterior to the aorta and seven struts perforated through the inferior vena cava (ivc) wall, and abutting the l2 vertebral body. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.